Event description:
The filter dome came out twisted & turned to one side. As the dr tried to deploy the legs, the filter was dragged from the lowest renal vein to the bifurcation and was in a twisted, turned position. The sheath was flushed with saline and filter deployed properly. No further complications reported.